Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30042821l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter where the catheter tip partially separated. It was reported that right after the thermocool® smart touch® sf bi-directional navigation catheter was taken from the package, the catheter tip broke as they touched it to check the bending and deflection. The damage resulted in wires being exposed and it was described as ¿the wire was cut off¿. There was no information on whether or not the knob/piston was able to be turned and/or pushed up and down. The reported event of separation of the catheter tip has been assessed as MDR reportable.